Event description:
It was reported that pump displayed malfunction code and alarm labeled malf 12, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide information. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.